Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery gauge dropped from 48% to 10% while connected to a power source. There was no impact to the customer's blood glucose level. It was indicated the customer would continue using the pump until the replacement was received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, different issues were also found.